Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, only one side of the balloon inflated. The other side of the balloon would not inflate normally. There was no reported patient injury or adverse event.